Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: the carefusion failure analysis lab received the sipap unit and was unable to duplicate the reported issue. The unit was run for several hours without displaying any error codes. As a precautionary measure the alarm board was replaced and tested per manufacturer specifications. The unit was returned to the customer.

Event description:
The customer reported that this infant flow sipap device displayed an "e80" error code indicating a defective alarm module, despite having no alarm conditions present. This occurred while being used on a patient but the customer stated that there was no injury or harm associated with this reported issue. For precautionary measures the end-user provided alternate ventilatory support by changing out the suspect sipap with a known good sipap unit.